Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a synergy ii, us, mr 3.0x24mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the first and fourth proximal stent struts; lifted on one side. The stent od (outer diameter) was measured which is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon showed that the balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issue with the hypotube. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-jul-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 3.00 x 24 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.